Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check after 1.5 years, it was observed that the implant was loose and thus was explanted.